Event description:
It was reported that during an upgrade procedure, there was difficulty moving the set screw of the right ventricular port after inserting the leads. The device was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) : the device was returned and analyzed. Upon receipt the atrial set screw was blocking the port. It was noted during investigation that there was foreign material present on the grommet and in the setscrew threads. No anomalies were found however it was noted that the set screw had a rounded socket.